Event description:
It was reported that a malfunction alarm with code "malf 24" occurred, and the pump could not be reset. There was no adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump while waiting for a replacement. Tandem technical support confirmed the shipping address and sent a replacement pump. They provided instructions for putting the current pump into storage mode before returning it and arranged for the customer to return the malfunctioning pump via ups within 10 days.